Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 163 mg/dl. Customer stated the numbers were scrolling on their own on her insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.